Event description:
High impedance was observed during a periodic review of the in house programming history database. The high impedance was found to have occurred on (B)(6) 2015 and the system diagnostic result showed an impedance value of 6616 ohms.

Event description:
It was later reported the patient may belong to a different facility. The facility was notified of the high impedance found; however, it is currently unknown if any intervention will be taken.